Event description:
The patient contacted animas on (B)(6) 2013, alleging the pump alarmed for ¿not primed¿ a few days ago and has been alarming the same randomly a few times each day. The patient reported changing the cartridge the morning of the call and during the load step the pump primed the tubing and pushed out all the insulin. The patient reported using another cartridge afterward and the pump seemed to working fine. There was no reported adverse event associated with this complaint. The patient discontinued insulin pump therapy to begin an alternate form or insulin delivery. This complaint is being reported because the alleged load step malfunction remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.